Event description:
While surgeon was attempting to retrieve a stone a small piece of basket broke off in ureter. Md states a small sliver of wire remains in ureter as md was unable to retrieve it. A stent was placed in ureter in hopes that wire fragment will pass. Pt will continue to be followed. Surgeon may have to go back into ureter if pt develops problems. Md does not feel pt is in any danger.